Manufacturer narrative:
The root cause of the first patient could not be determined. Further information and the patient sample were not available for further investigation. For the second patient, it was determined the cross reactivity to norethisterone is most likely responsible for the incorrect high elecsys testosterone result. Cross reactivity to norethisterone or metabolite have already been identified with the testosterone ii assay. No adverse events were reported.

Event description:
The customer received two questionable testosterone ii results on their modular e-module, serial number (B)(4). The first patient's initial testosterone result was 7.5 nmol/l. The customer routinely sends all female testosterone results >3 nmol/l for repeat testing for tms. The repeat result was undetectable on the ms-ms. No more details will be available for this patient. It is unknown if the incorrect results were reported outside the laboratory. The second patient, a female born on (B)(6), had an initial testosterone result of 15.5 nmol/l. The repeat result from ms-ms was < 0.3 nmol/l. It is unknown if the incorrect results were reported outside the laboratory. It is unknown if the patient was harmed by the event. The sample from the second patient was provided for investigation. The high results for this patient were reproduced. The sample was also analyzed on a siemens centaur analyzer. The centaur results and the patient's shbg result were in the normal range for a female. It is likely the discrepancy is attributable to cross-reactivity due to the patient taking a high dose of norethisterone.

Manufacturer narrative:
(B)(6). It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(4).